Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The device met specifications as it was made available for evaluation. It was noted that there was no failure or defect of the product. There was no cause of failure since the investigation found the product to function normally. Information has been added to the database and trends will continue to be monitored. The product was not related to the reported complaint as no issue was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had low readings that did not correlate to patient's blood gasses. It was stated that patient was getting normal sat readings and abruptly dropped to 60s and 70s which led to over treating patient. They swapped the sensors, cables and multi measurement servers with no change. The spo2 was low compared to abg's using other device. There was no patient harm.